Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause could not be determined. As it is unknown with the obtained information if the reprocessing has been implemented in line with the IFU, olympus could not specify the cause of the remaining foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): the instruction manual operation manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was used to stop bleeding, it was then pre-cleaned, main cleaned, and cleaned with an oer-4 but the next day a pool of blood was found on the scope. The issue occurred during reprocessing; the intended therapeutic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.